Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the multi-band failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant. All seven bands are present on the ligator head with some bands moved out of their original positions.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled in the handle assembly and it was kinked at proximal section. It was also noted that the trip wire was previously secured in the handle slot. The trip wire was not broken, and it was properly attached to the handle assembly. The suture was broken with one section attached to the trip wire and the other section attached to the ligator head. The suture hole did not have any visual damage. The ligator head was returned with all bands attached and some bands were moved out to their original position and caught under other bands indicating that the device failed to deploy. Some ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 18o degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the kink in the trip wire could have occurred during the device setup when securing the trip wire in handle slot or rotating the handle during the use of the device. Based on the evaluation of the returned device, these problems are likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the multi-band failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant. All seven bands are present on the ligator head with some bands moved out of their original positions.